Manufacturer narrative:
Result: investigation summary: bd life sciences - preanalytical systems received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for the black foreign matter with the incident lot was observed. Additionally, testing of the customer samples was performed and the black foreign matter was determined to be debris from the manufacturing process. A review of the manufacturing records was completed for the incident lot and no issues were identified. In process inspections are completed through-out the manufacturing process. Investigation conclusion. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and foreign matter was observed. Root cause description. Based on the investigation, the most likely root cause was determined to be related to debris from a stopper trolley wheel. Rationale. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in the gel . There was no report of medical intervention or serious injury.